Manufacturer narrative:
Additionally, cor laboratory completed analysis on this ra lead. It was confirmed the cathode conductor coil was fractured between the tip and the anode ring, just at the proximal end of the tip electrode. The conductor coils in this area (between the tip and the ring) appear to be slightly deformed, or wavy. The outer insulation, wire insulation, coil wire casing, and coil wire core were all consistent with the specified materials for thin line, model 4376 leads. The cathode wire fracture surface showed ductile dimples indicating that the wire failed due to overload.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis revealed a fracture in the cathode conductor coil located between the distal ring and electrode tip. This ra lead will be sent to the corlaboratory for analysis of fracture site to determine fracture type, and or any defects. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure, there were no problems with the right atrial (ra) lead measurements before lead was actually implanted. The measurements were as follows; threshold 1.1v 0.35ms, amplitude 3.4mv, lead impedance 640 ohms. However, pacing failure and sensing failure were observed after the helix was extended. Impedance was also observed to be greater than 2000 ohms. The ra lead was repositioned. The pacing system analyzer (psa), and alligator clip were changed. The problem, however, was not resolved. The physician suspected lead failure. The decision was made to replace this ra lead, and the procedure was completed without a problem. The measurements were as follows; threshold 1.2v 0.35ms, amplitude 2.1mv, lead impedance 460 ohms. There were no adverse patient effects reported.

Event description:
---